Event description:
Single account reported to dade behring a clinical s. Aureus isolate oxacillin mic discrepancy. The account obtained an oxacillin susceptible result on the microscan dried pos mic panel type 20a lot#2006-02-04 panel and an oxacillin resistant result on a secondary method.